Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that three patients experienced endophthalmitis after surgery. The facility was not able to identify a contributory device for the event and only mentioned that two of the surgical paks used on the patients shared the same lot number. According to the surgeon, no microbiological link was found between the three reported cases. There are three medical device reports associated with these events. This report is for the patient for whom (B)(6) was identified.